Event description:
We have been notified by a device distributor that a patient called in with a complaint about injury to his right foot. The patient stated he hurt his right foot when he stood on the footrest of the powered wheelchair. The patient stated he purchased the wheelchair in 2017. However, he did not know the device make/model. The footrest is used only to support the patient's feet when patient is in a seated position. The footrest is not intended to support the weight of a person when standing. Because the device manufacturer is unknown, the distributor informed all his suppliers about this event. While we do not know if this was our device, this MDR is being filed out of abundance of caution.